Event description:
A nurse reported experiencing footswitch problems during a vitrectomy procedure. The footswitch was exchanged to complete the case. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The system was examined and the reported event was replicated. The cable was replaced as preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 13, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).